Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer stated that the there was no problem found in the device. The system functioned as intended after troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the half height cubie drawer 2.1 keeps failing when accessing, it was stuck on a notice asking to fully open the drawer even if it was opened already. The issue caused a delay in pulling medication, but the user was able to get medications from different station. There were no adverse events or injuries reported based on this event.